Event description:
It was reported that a posterior capsule tear occurred during implantation of a preloaded monofocal intraocular lens (IOL). The complaint device is not available for return, as it was disposed of. No additional information was provided.

Manufacturer narrative:
Section A2, A3a, A3b, A4, A5 and A6: Unknown, information was requested but not provided. Section B3: Date of Event: Unknown, not provided, but the best estimate date is on or prior to June 30, 2026. Section D6a: If implanted; give date: Unknown/Information not provided. Section D6b: If explanted; give date: Unknown/Information not provided. Section H3:The device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental MedWatch will be filed. Device Evaluation: Product evaluation was not performed because the product has not been received. The complaint issue reported could not be confirmed. Manufacturing Record Review: The manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search of complaints related to this Production Order (PO) was performed. The search revealed no other complaints were received for this production order number. Conclusion: Based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to Johnson & Johnson Surgical Vision, Inc., has been submitted.